Event description:
It was reported to philips that the system gave an alert indicating the flexvision grabber cards failed, which can impact a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely in response to a remote alert: flex vision grabber card failure. Upon troubleshooting, the rse reviewed the log file and monitored the system for any recurrence. The rse mentioned that it was a one-time, non-repeating alert that was observed; therefore, the problem could not be confirmed, and the alert had not reappeared since. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.